Manufacturer narrative:
Additional information was received that the patient was administered antithrombotics. The event has resolved without residual effects.

Event description:
A report was received that the patient was explanted due to an infection. The ipg site was red and inflamed. The patient was hospitalized and treated with IV antibiotics. The infection is considered to be device related.

Event description:
A report was received that the patient was explanted due to an infection. The ipg site was red and inflamed. The patient was hospitalized and treated with IV antibiotics. The infection is considered to be device related.

Event description:
A report was received that the patient was explanted due to an infection. The ipg site was red and inflamed. The patient was hospitalized and treated with IV antibiotics. The infection is considered to be device related.

Manufacturer narrative:
No complaints about the functionality of the devices were reported. Device analysis indicated that the ipg passed the performance and visual tests performed. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. No anomaly was noted in the sterilization records.